Event description:
It was reported that an office worker developed a rash on multiple occasions following the use of prophy-jet powder by another staff member in a different room. The affected individual consulted an allergist, though it is unk whether any intervention was required and results of any testing performed are not available as of this report.

Manufacturer narrative:
While it is unk if the powder used in this case caused or contributed to the symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.